Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the connection between the fork and the headlight was found to be loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the headlight may lead to the headlight detachment from the fork and cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s site. The hub fixing screws inside the fork are pre-glued and are tightened at the torque of 4.1 nm using the gdc71023 tool. This is the first case recorded about similar troubles. One thing has been tested in a production line, if these screws are not tightened completely during assembly (even 1mm), it is detected easily by operators. Hence, so far this case remains unexplained. This is an isolated case. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).

Event description:
Getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the connection between the fork and the headlight was found to be loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the headlight may lead to the headlight detachment from the fork and cause serious injury.

Manufacturer narrative:
The initial reporter was a biomedical technician. Event site name: (B)(6), event site address: (B)(6). Additional information will be provided following the conclusion of the investigation.